Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not received a low battery alert prior to the off no power alert. Customer¿s blood glucose level was 163 mg/dl. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was not the second occurrence of off no power without a low battery warning. The device will not be returned for analysis.